Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after receiving multiple shocks for an irregular rhythm that may have originated as an svt. The device delivered inappropriate atp and hv shock therapies. The patient was fine after the event.